Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of device. The visual inspection of the returned products noted: that the dissector balloon, valve seal and doors appeared intact. The insufflation bulb was received. The obturator was not received. Pmv performed functional testing; the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. Tried to inflate the balloon but it would not inflate. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.